Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separated in a bag. The device was returned without its outer sheath and the catheter was kinked. Microscope examination was performed and it was noted that the yoke was returned attached to the control wire indicating an evidence of a premature deployment. This observation suggests that the physician faced difficulties in releasing the clip from the catheter. Dimensional analysis was performed on the outer diameter of the bushing, and it was found to be within specification. A dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were confirmed to be within specification. Additionally, the bushing tabs were measured and it had similar measurement on each sides. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Initial reporter address: (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). No.1 hospital (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.